Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. All setscrews worked properly on evaluation.

Event description:
It was reported during the implant attempt that the svc setscrew was laying flat and never engaged with wrench. The device was not implanted. No patient complications have been reported as a result of this event.